Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll package was damaged. The following information was provided by the initial reporter: the above-mentioned syringes were found to have crooked and thus partly too narrow welding seams of the outer packaging. Some syringes were therefore no longer completely sealed. After a 100% inspection, 12 of 240 syringes were sorted out. The 12 syringes sorted out all came from the same carton.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-08 h6: investigation summary samples and photos received for investigation, upon visual inspection of the pictures and samples provided it can be seen the packaging is defective confirming the defect. The sealing cord is distorted from the packaging, causing paper, film and device being misaligned and consequently with a bad sealing. In some pictures it can be seen the sealing cord was not formed properly and the packaging remained open. Possible root cause was produced by the misalignment of the paper in the packaging machine. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 50ml ll package was damaged. The following information was provided by the initial reporter: the above-mentioned syringes were found to have crooked and thus partly too narrow welding seams of the outer packaging. Some syringes were therefore no longer completely sealed. After a 100% inspection, 12 of 240 syringes were sorted out. The 12 syringes sorted out all came from the same carton.